Manufacturer narrative:
On january 05, 2022, the mentor analysis lab received the medical device for evaluation. An evaluation was completed on january 16, 2022. According to the information received, the patient experienced deflation to the breast implant device. The product was returned to mentor for evaluation the tubing, the connector, and the injection port was not returned. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease fold measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor smooth round spectrum saline implant prosthesis. Post-operatively, the patient informed their healthcare professional that the right breast implant was deflating. As a result, the patient underwent removal and replacement with a mentor gel implant on (B)(6) 2021.